Event description:
It was reported patient underwent a radial head replacement procedure on (B)(6) 2013. During the procedure as the surgeon implanted the screw into the radial head, the screw head fractured. The surgeon removed the head and the fractured screw. Another screw was opened to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."